Manufacturer narrative:
Correction: initial MDR submission stated "device evaluation anticipated, but not yet begun". Evaluation was completed and included in initial MDR submission.

Event description:
It has been reported that the unspecified bd¿ syringe has been found defective during use. The following has been provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported that about 2 syringe/needle combos that the customer gets in a box along with gattex every month were defective and didn't work. Per report: it was reported to pharmacy on (B)(6) 2019. Pt's daughter, states that about 2 syringe/needle combos they get in the box every month are defective and don't work. So she's running a few short.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided.

Event description:
It has been reported that the unspecified bd¿ syringe has been found defective during use. The following has been provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that about 2 syringe/needle combos that the customer gets in a box along with gattex every month were defective and didn't work. Per report: it was reported to pharmacy on (B)(6) 2019. Pt's daughter, states that about 2 syringe/needle combos they get in the box every month are defective and don't work. So she's running a few short.